Event description:
It was reported that during post dilatation of a 3.5x18 absorb scaffold in an unspecified vessel, a 3.5x15 nc trek balloon was pressurized one time to 10 atmospheres but the balloon failed to inflate. The dilatation catheter was withdrawn from the anatomy. Another nc trek rx 3.5x15 balloon was used to complete dilatation. There was no reported adverse patient effect and no clinically significant delay in the procedure. Reportedly, the balloon was not submerged in heparinized saline prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect device preparation the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.